Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had issue with buttons of insulin pump and they did not work at all. The customer's blood glucose level was between 180 mg/dl. It was also reported that customer had to pressed really hard and it was difficult to perform a bolus and turn off alarms. It was reported that the numbers were not ramping on their own and scroll bar was not moving with no input. It was stated that the when customer pressed menu button it did not take them to menu screen and up arrow and down arrow does not allow them to navigate screens. The insulin pump will be returned for analysis.